Event description:
It was reported that the lead exhibited noise and an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the insulation was abraded.